Event description:
It was reported that following a cataract surgery, the surgeon noticed that the trocar tip was missing during attempt to implant the stents from a trabecular microbypass stent system. Per report, a back-up device was used to complete the procedure. There was no report of patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Manufacturer narrative:
The additional information received through follow-up was reassessed for reportability criteria; and concluded that the reported event no longer meets the statutory definition of a medical device reportable event. Based on the clarification received, glaukos no longer considers this report as a reportable event. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Contrary to the initial report of a broken trocar, the surgeon reportedly observed that the trocar was "bent" on the end in the packaging. Per report, the event was noted as resolved in the operative eye (os) with no adverse patient impact or intervention required, and the patient is stable with a good stent (from the back-up device) and good intraocular pressure (iop).